Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, patient age and activity level, patient medical history and operative notes was requested in order to progress with this investigation, however, not all were provided and thus there was limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed; all parts associated with these records conformed to material and dimensional specification. The explanted devices were returned and examined. There was good bone ingrowth present on the coated surface of the cup and there were no signs of gross wear on the bearing surfaced of either devices. The examination could not identify and obvious failure modes or abnormal device characteristics. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown), which exhibited evidence of corrosion inside it. Based on this, it cannot be determined whether these devices caused or contributed to the patient's experience and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to elevated cobalt and chromium levels.

Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification when manufactured. The explanted devices have been returned to corin and will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to elevated cobalt levels.